Manufacturer narrative:
One device was received for evaluation. Visual inspection found a scratched lcd lens, and a broken battery compartment. Functional testing was able to verify and duplicate the reported problem. The most probable cause is a faulty connection due to the sensor and seal being contaminated. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump exhibited a constant downstream occlusion. No patient injury was reported.